Event description:
It was reported that during implant, high hv lead impedance was observed. Cables were disconnected and reconnected, the lead was repositioned several times, and the physician tried a new lead, however, the same results of high impedance were observed. The device and lead were not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the anomaly observed in the field was confirmed in the laboratory via device print out. All device functional measurements were normal. The device's header was x-ray inspected. No anomalies were observed.